Event description:
The healthcare professional reported that during a mechanical thrombectomy procedure targeting an occlusion in the internal carotid artery (ica) via the combined technique using the phenom¿ 21 microcatheter (medtronic), a 6.5mm x 45mm embotrap iii revascularization device (et309645 / 24a112av), and a cereglide 71 intermediate catheter (catalog / lot# unknown), the devices were used in accordance with their respective instructions for use (ifus). It was reported that after the thrombus was retrieved via the combined technique after one pass, the embotrap iii was being pulled out from the concomitant phenom 21 microcatheter, but it could not be pulled out. A hole was found in the phenom 21 microcatheter and the outer cage of the embotrap iii device was protruding through this hole. Continuous flush was maintained through the microcatheter. There was no report of any negative patient impact. On 25-aug-2024, additional information was received indicating that photos of the device are not available. On 03-sep-2024, additional information was received. The additional information confirmed the embotrap iii device was used via the combined technique for only one pass and recanalization was achieved. The cereglide catheter used was a 132cm cereglide 71 catheter (nic71132c / 31299220). There was no damage noted on the outer cage assembly of the embotrap iii device. There was no delay in the procedure.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address is not available / reported. Based on complaint information, the device is not available to be returned for analysis. A review of the manufacturing documentation associated with this lot (24a112av) top and sub assembly presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the information available and without the complaint product available to be returned for analysis, the reported product issue documented in the complaint cannot be confirmed through functional evaluation and analysis. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint device; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.